Event description:
It was reported that the pt experienced an infection that required the pump to be explanted. The pt was in the ICU at the time of the report and was in a coma for 4 days. It was that it may be 6-8 months before the infection had cleared enough to have a replacement. It was also noted that the catheter was "inhibited". It was unk what relationship this had to the infection. The drug contained in the pump was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).